Event description:
Clinical narrative: a 66-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage c) was supported with an impella cp via percutaneous femoral arterial access from (B)(6) 2026 at 07:35 to (B)(6) 2026 at 09:20. It was reported that intermittently higher-than-expected motor current values for the selected p-level, lower-than-expected purge pressures, and occasional lower pump flows were observed, although no device alarms occurred. Ultrasound assessment reportedly showed no thrombus during support. After device removal, the physician noted a possible fibrin clot at the outlet. The patient survived to explant. A potential fibrin presence was noted post-explant; however, without device return or analysis, a definitive root cause cannot be established. The event did not result in patient harm, and the patient outcome was survival.

Manufacturer narrative:
B1, b2 updated. B5 clinical narrative updated. G1 updated. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. Section d9 and h6 type of investigation has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Higher motorcurvevalues than usual for the used p-level, lower purgepressure as usual. Sometimes lower pump flows expected for the used p-level. Field team was told, that via ultrasound was no thrombus visible. No alarm occured. After removal physician told the field team, that maybe there was seen a fibrine clot in the outlet visible. Pump was send via postway to our logistic center for further examination.